Event description:
During the implantation procedure of the device involved in this report, undersensing phenomenon was encountered after the shock on t wave was delivered by the device to induce a ventricular arrhythmia.

Manufacturer narrative:
(B)(4). This event concerns a device that was manufactured and used outside the united states. Method: review of the electronic data and files received. Conclusions: the most probable hypothesis to explain the reported event is the effect of the induction shock on the right ventricular coil that is visible when this electrode gets used as a sensing electrode. In response to the warning letter that the united states food and drug administration issued to ela medical (dated nov. 6, 2009), sorin crm (formerly ela medical) is filing this MDR at this time. (B)(4). Reportedly, during the implantation procedure performed on (B)(6) 2009, an induction was performed using the shock on t option available in ovatio. The induction shock was followed by an under-sensing period. The same phenomenon was repeated with the second shock on t induction performed later. Reportedly, in both cases, the ventricular arrhythmia rhythm was slower than the cut off rate, therefore, it was not detected by the device. The ventricular arrhythmia could be induced using the 30 hz pacing option available in ovatio. Analysis revealed that the implanted ventricular lead was an isoline 2ct (the lead was also implanted on (B)(6) 2009). This lead is an integrated bipolar lead, i.e., the right ventricular coil is part of the shock vector, but is also used for ventricular sensing. No final conclusion could be drawn to explain the reported event; nevertheless, the most probable hypothesis is the effect of the induction shock on the right ventricular coil that is visible when this electrode gets used as a sensing electrode. As a matter of fact, during the induction shock, there is an accumulation of electric charges at the right ventricular coil level. When the sensing circuits recover after a post shock protection period, these charges are detected by the acquisition chain, resulting in a saturation of the sensed signal after a while. When amplifiers in the acquisition chain have been saturated, they need some time to recover a normal behavior. Such a behavior can be observed after a low energy shock only. There is no impact on the device operation itself, i.e., normal f/u intervals can be applied for this patient.